Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1800106 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier was not to apply the ratchet; the applier was unable to be loaded with clips properly and it was difficult for clipping. As a result, it was replaced by a new applier. There was no patient injury.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. Reference file (B)(4) for investigation photos. Complainant has reported that "no hole to drain the urine" and this relates to non-drainage defect. Blockage or non-drainage may occur due to various reasons such as no or poor drainage eye, blockage at the drainage lumen or the eye slug. Closer examination on the eye area, revealed that there was no eye at the catheter as compared to the actual product. Based on the investigation conducted, there was no drainage eye on the returned sample. Therefore, this complaint is confirmed. Further investigation will be conducted through a nonconformance.

Event description:
It was reported that the applier was not to apply the ratchet; the applier was unable to be loaded with clips properly and it was difficult for clipping. As a result, it was replaced by a new applier. There was no patient injury.